Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error, and frozen screen with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer reports motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The displacement test functioned properly. The pump alarmed unexpected restart after a battery change due to a voltage leak on the interface board. Unable to perform the occlusion or excessive no delivery tests due to the motor error alarm and was unable to prime. All buttons functioned properly. No damage was noted on the keypad assembly. No unexpected countdown with a frozen display was noted. The pump was received with a broken reservoir tube lip, a cracked belt clip slot, a cracked reservoir tube and minor scratches on the lcd window.